Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Error 42 were found during the device log review which confirms the reported event. Reported device was not sent back to brézins for investigation but was repaired by UK service center. It was mentioned that pressure sensor was replaced to solve the reported issue and device was returned to customer. The replaced defective pressure sensor was kept and sent to brézins for further investigation. Upon visual inspection and functional testing sensor was deemed functional. The reported issue could not be reproduced therefore the event cannot be confirmed and could be linked to another part but can only be analyzed with the associated device. However as several complaints have been reported for the same issue, a random technical error could still be possible with this sensor. A CAPA has been opened on defective pressure sensors. This complaint is valid. The trend is abnormal and reported risk is lower than estimated risk. To our knowledge no patient consequences have been reported.

Event description:
Error 42 downstream pressure sensor.